Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the carotid artery. A 5.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, when the balloon reached the lesion and the pressure pump was used to dilate the balloon, the contrast medium overflew. The normal pressure of the balloon could not be reached, and the dilation effect could not be achieved. The procedure was completed with another of the same device. There were no patient complications as a result of this event.